Event description:
A doctor's office identified two (2) demi curing lights which were alleged to have produced low outputs, leaving composite material uncured and which had led to decay under restorations for five (5) patients. This is the fifth of five (5) reports.

Manufacturer narrative:
Although the doctor's office identified two (2) different demi curing lights associated with unpolymerized composite, the office was not definitive as to which light was used on each patient; therefore, no serial numbers were identified. The serial numbers of the demi lights involved in the alleged incidents include (B)(4). Specific patient or incident details were not provided. The patient had experienced decay which had developed underneath their restoration. The doctor removed the material and replaced the restoration, without further incident. To date, the patient is doing fine. The devices involved in the alleged incident have not been returned; therefore, no evaluation has been conducted.